Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had failed battery test. Troubleshooting was performed. The customer's blood glucose was unknown. The product was not returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific. However, device received with corroded battery tube. Device was monitored and no failed battery test noted. Device passed selftest, unexpected restart error test and displacement test.